Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 506mg/dl and the pump alarmed no delivery. The customer treated with insulin. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer indicated that the cannula was inserted in stretch marks. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined high blood glucose troubleshooting.